Event description:
It was reported that this patient's pump was refilled. Towards the end of the procedure she heard a sound "like when you open a pickle jar"; a pressure/suction sound. "Several years ago" this sound was heard with this same patient. Reportedly, there were no pump, therapy, or patient issues. This device system delivered morphine. Additional information later received reported the hcp was not sure what the noise was. No explanation, no issues from it. The hcp thought it might have been the patient "farting". It was later reported that the pump was replaced on 2013 (B)(6). The reason for the replacement was unclear; however, the reporter stated that the new pump did not have the "pickle jar" type sound when refilling the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8703w lot# l38431, implanted: 1996 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that the pump had reached elective replacement indicatory (eri). The pump was scheduled to be replaced in (B)(6), 2013 but the eri was seen in july so the pump was replaced on 2013-(B)(6). The patient did not have any symptoms related to the eri. (Please refer to manufacturer report # 3004209178-2013-12069 for premature eri).

Event description:
The previously reported information ¿it was later reported that on (B)(6) 2013, the pump was alarming every hour¿ does not pertain to this event and was reported in manufacturer report # 3004209178-2013-12069.

Manufacturer narrative:
(B)(4) does not apply to this event as the alarm was reported in manufacturer report # 3004209178-2013-12069.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that on (B)(6) 2013 the pump was alarming every hour. On (B)(6) 2013 the patient called the office; at this time the patient was not having withdrawal symptoms or increased pain. The patient was to see the doctor in the office on (B)(6) 2013 due to the patient unable to travel due to transportation problems. The patient was again seen on (B)(6) 2013 and the pump replacement was done on (B)(6) 2013 with no complications. As of (B)(6) 2013 the patient was reported to have been doing well.